Event description:
It was reported that the venous bloodline separated at the luer lock connection of the ash split catheter resulting in a 250-450cc blood loss. The pt was stable post treatment. The pt expired early the next evening while asleep. The nursing supv stated the luer lock connection of the bloodline was tested post treatment and it was loose and not holding.